Manufacturer narrative:
Explant was reported due to aortic regurgitation. The rcc was noted to be prolapsed upon explant. The investigation found that all three leaflets contained tears and microcalcifications. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined, however the tears were associated with microcalcifications. In addition, information from the field indicated that the leaflets were damaged at explant, therefore it is not possible to conclusively determine when the leaflets tore. The reported fusion to the aortic wall is also a potential contributing factor to leaflet damage noted upon analysis.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted with non-everting mattress suture technique using pledgets in the patient's aortic position. On (B)(6) 2019, a re-do avr was performed due to aortic regurgitation (ar) and the valve was replaced with a 19mm ats bi-leaflet mechanical heart valve. Upon explant, rcc leaflet prolapse was observed, suspected of causing ar. In addition, a commissure between the lcc and the ncc was fused to the aortic inner wall, preventing the leaflets from opening and closing. The user reported the leaflets and the stent were damaged upon explant.